Manufacturer narrative:
The site declined to provide patient information, per canadian privacy laws. On 05/26/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Failure mode: axem box communication. Axiem box intermittently shows not connected. Replaced axiem controller. Issue resolved. System performed as intended. The medtronic representative tested all ports on the axem box with instruments and tested both emitter ports on the box, no issues found. Also tested a second axem box with the navigation system and no issued found. System functioning as expected. Return requested. Replacement axiem portable shipped to site. No parts have been received by manufacturer for analysis. Reported issue could not be replicated. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the site's navigation system axiem box had a damaged port. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
The axiem box was returned to the manufacturer for analysis. The axiem was tested using 2 and 3 coil tools on bench tester and all ports are functioning. The device worked as expected. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.